Manufacturer narrative:
A field safety notice (fsn 88200521) has been released to customers indicating further actions will be taken.

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that when the button on the hand controller was released, the motion continued before it stopped, causing a collision. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on additional information from psc cle19-006 / hhe ami-1123-2019, it has been determined that this record is a reportable event. A field safety notice (fsn 88200521) has been released to customers indicating that an issue has been found with the hand controller for the brightview family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.